Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient has been in pain since yesterday. The caller reported that the patient's pain was between the patient's vagina and rectum and was not a constant pain. The patient feels the pain right before they have a bowel movement and that the patient hasn't had a well formed stool. The caller stated the patient's pain did not resolve with turning stimulation down. The caller was assisted with turning stimulation off completely and the patient was advised to follow-up with their healthcare provider (hcp). The caller also reported that one of the wires came out of the battery box and the patient's husband put the wire back in. It was also noted that the patient had taken some pain medication and was on medication for diarrhea. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.